Event description:
Patient (pt) reports curlin pump (serial number: (B)(6). Expiration date not provided) concerns with last infusion on friday (B)(6) 2025. Pt reports pump kept showing error of occlusion and home health nurse flushed line several times but would not clear error so the infusion was given via gravity. Pt reports she did receive the full infusion manually via gravity and had more of a headache after the infusion since she feels it was run too quickly when given manually. Pt reports headache is improving slowly. Pharmacy to replace device. Material sent for return of device associated with event. Availability of device for investigation dependent upon pt's return. No further info.